Event description:
The sales rep reports the device was opened and no clips were in device. Not used in procedure. Device will be returned.

Manufacturer narrative:
Missing feeder shoe. The analysis results for the al326 instrument confirmed that it was non-functional. The instrument was cycled and would not feed the clips due to a missing feeder shoe. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.